Event description:
The customer¿s olympus sales representative reported to olympus, one of the screws used to the attach the scope to the camera head came off when the camera head was dropped. This was observed prior to an unknown diagnostic procedure. Inspection of the returned video adapter found that the stopper had broken off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The stopper had broken off. In addition, rust was found on the adapter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. . Based on the results of the investigation, it is likely the broken stopper was caused by a significant impact applied to a screw used for scope connection and it came off when the camera head was dropped. A description on camera head is in the instruction manual. Following this could prevent the phenomenon to occur: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.